Event description:
--

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted twisting in the lead insulation 26 to 42 cm from the pin. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis concluded that the twisted insulation may be associated with twiddler syndrome and may have led to lead dislodgment.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this left ventricular lead (lv), exhibited twiddler syndrome. The lv lead was observed to have dislodged. A revision procedure was performed. The lv lead was explanted sucessfully and a new lead was implanted. No additional adverse patient effects were reported.